Manufacturer narrative:
(B)(4).

Event description:
The customer reported a faulty power pca. This was clarified by the philips field service engineer who reported that the display was very dim and dark. There was no report of pt involvement.